Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut itself down while they were testing it. There was no patient involvement.

Manufacturer narrative:
Additional information is provided. A service request (sr) was opened (B)(6) 2018. The sr noted that that customer¿s system is being used normally. No servicing was performed on the system, and the sr was subsequently cancelled. The system was manufactured on february 11, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).